Event description:
It was reported that revision surgery was completed for creo threaded locking caps (2) that came loose post operatively, with subsequent migration of the rod and rise spacer. This event occurred in (B)(6).

Manufacturer narrative:
Visual observation of the returned devices show significant wear on the bottom of both locking caps. The wear pattern on the bottom of one of the locking caps is confined to the outside. This type of wear pattern could indicate that the cap underwent edge loading during tightening. This could occur if the cap was prevented from being able to normalize to the rod during tightening. The other locking cap also had a significant groove worn into the bottom of the cap. However, the exact cause of the reported issue could not be determined.